Event description:
It was reported that the user experienced recurrent low blood glucose readings overnight after starting on the ilet and has been pausing insulin delivery when running low; the user treats lows with oral glucose such as juice and believes the pump has not yet adapted insulin needs. Symptoms included hypoglycemia with a low of 43 mg/dl. Outcomes included urgent low glucose requiring treatment with oral glucose. Troubleshooting and education were provided, including counseling on hypoglycemia treatment and risks of overtreatment. Investigation included review of use patterns and user-reported behaviors. Investigation of this case revealed the cause of the hypoglycemia was unclear, with contributing factors possibly including user-initiated insulin pauses and treatment practices; no device malfunction or component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.